Event description:
It was reported that customer experienced recurring cartridge alarms during insulin pump use, and initial attempts to resolve the alarm by loading a new cartridge using proper technique were unsuccessful. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while tandem technical support arranged shipment of replacement pump, confirmed address, instructed customer to place malfunctioning pump into storage mode and return it with a pre-paid label, and advised customer to reprogram pump settings and reconnect continuous glucose monitor once replacement pump was received.